Event description:
It was reported by repair work order that the headend siderails were stuck in the down position due to corroded timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.